Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: dtba2qq, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 407652, implantable pacing lead, implanted: (B)(6) 2013; 6935m62, implantable tachy lead, implanted: (B)(6) 2013.

Event description:
It was reported that a pocket infection occurred. The lead was capped. No further patient complications have been reported as a result of this event.